Event description:
Edwards learned that this mitral bioprosthetic valve, implanted approximately eleven (11) years and nine (9) months was explanted due to regurgitation. The operative report indicated that one leaflet was severely calcified and immobile. The report further indicated the patient had a history of rheumatic heart disease. The device was replaced with another bioprosthetic pericardial valve, with no complications reported.

Manufacturer narrative:
The device was not returned to edwards for analysis. Follow up attempts for device return were unsuccessful. Without the return of the device, edwards is unable to confirm the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. In this case, the patient's history of rheumatic heart disease may have contributed. Edwards will continue to review and monitor all events. Trends are monitored on a (B)(4) basis and if action is required, appropriate investigation will be performed.